Event description:
It was reported that a cardiovascular surgeon using dermabond (r) on neonatal pts and saw two instances where the pt has developed wound dehiscence, one with purulent discharge. Bacitracin ointment was used over the sites. This report will account for the second of the two events.

Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of spec. The event included need for additional medical intervention (bacitracin ointment) as a result of purulent discharge from wound opening (implying infection). No other adverse events were reported or complications at the present time. The package insert indicates that the adhesive should not be used in areas exposed to prolonged moisture or friction. The area should be dry prior to applying the adhesive to assure direct contact for adherence of the adhesive with the skin. Package insert also states that pts treated with dermabond (r) topical skin adhesive should be instructed that until the polymerized film has sloughed naturally (usually in 5-10 days) there should be only transient wetting of the treatment site. The pt may shower and bathe the treatment site gently. The site should not be scrubbed, soaked, or exposed to prolong wetness until the film has sloughed off naturally and the wound has healed closed.